Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance changing the basal rates. The customer stated that she's been experiencing high blood glucose levels as well as being sick. Her doctor checked her insulin pump, and wanted the basal rates changed. Unable to assist the customer at the time of the call as the customer had very poor vision. The customer stated she would call back for assistance when her neighbor got home. Nothing further was reported.